Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had debris inside the unit on the bearing, and there was a white substance found on the motor. It was further determined that the device components could not be disassembled due to corrosion. The assignable root cause was determined to be due to improper cleaning practices, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that the small battery drive device did not function. It was further reported that the device worked intermittently. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.